Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported on (B)(6) 2020 that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod on their leg for more than 48 hours. Patient had blood glucose levels that exceeded 400 mg/dl and they were vomiting. Patent's grandmother took the patient to the hospital. Patient was there treated with medication, fluids for dehydration and insulin through intravenous therapy. Patient was released on (B)(6) 2020.